Event description:
A certified ophthalmic assistant reported one patient with an under correction following custom lasik surgery. Clinical records were provided and indicate this patient was slightly under corrected (.5 diopters) in the left eye at the one month post-op exam. This patient also exhibited a 2-line decrease in bcva in both eyes at the one month post-op exam. Additional information has been requested.

Manufacturer narrative:
A surgery database performance verification was conducted on the system. The analysis determined the laser performance factors analyzed were operating within specification during the time of this patient's surgery.